Event description:
Customer reported, unexpected negative reactions for antibody screen using manual capture with a patient sample. Another sample obtained from the same patient was run with tube and immuadd as an additive; the customer identified a weak anti-fya (1+ reactivity).

Manufacturer narrative:
The presence of the fya antigen was confirmed on retention capture-r ready-screen, lot x218. The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event.